Event description:
Olympus was informed that prior to a vaginal hysterectomy, upon opening the packaging tray, the probe tip was broken. There was no patient injury and the intended procedure was completed with a different thunderbeat hand piece.

Manufacturer narrative:
The thunderbeat hand piece has not been returned to olympus for evaluation.